Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. See b3 and b5.

Event description:
The customer provided additional information related to the event. The intended procedure was a therapeutic endoscopic retrograde cholangiopancreatography. The procedure was successfully completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to foreign material may not have been removed by failure of appropriate reprocessing due to malfunction of the forceps elevator. Additionally, the forceps elevator malfunctioned due to breakage of the knob wire. The detection method is contained in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. The preventive measures are contained in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that evis exera ii duodenovideoscope, crease on the insertion tube, forceps elevator wire (knob wire/forceps elevator wire) was completely cut off and reduced angulation the issue was found during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event. The subject device was subsequently evaluated by olympus. The evaluation uncovered forceps elevator has foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the following: a) knob wire/forceps elevator wire, b) connecting tube has wrinkles, c) low angulation, and d) forceps elevator has foreign material and e) foreign material is yellowish/brown in color but it is unknown what the foreign material is. The the following components had scratches: a) connecting tube, b) suction connector, c) universal cord, d) grip, scope connector cover, e) image guide protector, f) switch 2 and g) control unit. The following were dented; a) light guide cover glass, and b) switch box. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.